Event description:
During testing at the user facility, it was noted that the device door roller pin was broken. The device was returned to the biomedical department with an unsigned note that stated, "damaged." No tracking information was provided; therefore, specific pt information, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.